Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: four closed envelopes. The batch manufacturing record was reviewed and it was shown that this product had a normal process and the results obtained during the process met the requirements of the OEM. Results obtained for batch release for the tensile strength in the knot, met the requirements of the OEM. Samples underwent the endurance test voltage at node where evidence that the results of the received samples meet the requirements of the OEM. The complaint is classified as not justified.

Event description:
Country of complaint: (B)(6). Complaint states: suture was frayed.